Manufacturer narrative:
A steris service technician arrived on site to inspect the washer and found the o-ring at the circulation pump required replacement. The technician replaced the damaged o-ring. The washer was tested, confirmed operational and returned to service.

Event description:
The user facility reported a reliance vision washer was leaking water. No injuries were reported. No procedural delays or cancellations occurred.